Event description:
Clinical study. 94 days after a coronary aftery drug eluting stenting procedure, the pt expired. The lesion being treated in the index procedure was a 3.0mm, 95% stenosed proximal left anterior descending (prox lad) artery. The physician treated the lesion without predilation and successfully placing a taxus express2 8.8% 3.0x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 94 days after the procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was acute vascular insufficiency to the intestine, perforation of the intestine and acute gangrenous bowel and the relationship of the target vessel to the death is not related.

Event description:
It was further reported that target lesion 1 was 8mm long. Follow-up angiography after procedure, showed a 30% waist in the stented segment which was treated with post-dilatation, reducing the stenosis to 10%. Approximately 82 days post procedure, the pt was admitted with complaints of sudden onset dizziness, ataxia, and near syncope. Per cardiology consultation note, a myocardial perfusion scan performed earlier in the month (specific date unk) was abnormal and the pt had been scheduled for cardiac catheterization at the end of the week. MRI of the brain (with and without contrast) performed and revealed chronic ischemia more prominent in the left posterior frontal region and no acute or active process. Three days later, the pt developed acute epigastric and left lower quadrant abdominal pain following a transesophageal echocardiogram. A nasogastric tube was placed to low intermittent suction for subsequent nausea and vomitting. CT scan of the pelvis (with contrast) performed which indicated sigmoid diverticulosis with minimal free-fluid within the pelvis. Flat and upright x-rays same date suggested the possibility of ischemic bowel. The pt underwent an emergency laparotomy and was found to have ischemia of the mid transverse colon extending across the splenic flexure and down the mid descending colon with perforration at the flexure. The pt underwent segmental resection of the colon with take down of the splenic flexure and insertion of a gastrostomy tube and a feeding jejunostomy tube. Postoperatively, the pt was maintained on assisted mechanical ventilation with tpn and IV antibiotics. Hypotension was treated with vasopressin and dobutamine hydrochloride, a cardizem drip was initiated for atrial fibrillation and tachycardia. The pt's condition continued to deteriorate, pt developed renal failure and azotemia, but clinically was not able to tolerate dialysis. Lactic acidosis persisted secondary to bowel ischemia, and the pt developed thrombocytopenia with worsening liver function. Family decision was made to withdraw life support and continue comfort care measures only. The pt expired 82 days post procedure. An autopsy was not performed. In the opinion of the physician the cause of death is "acute gangrenous bowel", and the target vessel(s) is not involved.